Event description:
The customer reported that when preparing the subject device for use during an unspecified procedure, there was no image. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (no image) was not confirmed or duplicated. The unit passed all functional testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility. Additional information provided in section b5.

Event description:
Additional information received from the user facility: the intended procedure was a therapeutic percutaneous nephrolithotomy. The procedure was successfully completed. There was no clinically relevant prolongation of the procedure. There was no patient harm, with a good patient outcome.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the cause of the event. Olympus will continue to monitor field performance for this device.